Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: the valve exhibited minimal to moderate calcification in the cusp area of leaflet 3, and moderate to heavy in the cusp area of leaflets 1 and 2. At the free margins heavy extrinsic calcification was evident at leaflets 1 and 3 at commissure 1, and leaflets 2 and 3 at commissure 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3-4mm. Host tissue was moderate at the stent inflow and moderate to heavy the stent outflow. Additional manufacturer narrative: device evaluation indicates calcification as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. It is likely that patient condition and medical history may have contributed to this event.

Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of 59 months. The operative report indicates patient suffered congestive heart failure and was found to have severe aortic prosthetic valve stenosis. The explanted valve was extremely calcified and rigid.